Event description:
It was reported by the registered nurse (rn) who placed a call to the clinical support specialist (css) that she is unable to get the electrocardiogram (ECG) signal on the intra-aortic balloon pump (iabp). The rn changed the electrodes, did some skin prep and changed the ECG cables. The iabp still has artifact on the ECG. The css informed the rn to exchange the pump for another. As a result, the rn exchanged the pump, and is able to get an artifact free ECG on the second pump. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp ECG artifact is not confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) who placed a call to the clinical support specialist (css) that she is unable to get the electrocardiogram (ECG) signal on the intra-aortic balloon pump (iabp). The rn changed the electrodes, did some skin prep and changed the ECG cables. The iabp still has artifact on the ECG. The css informed the rn to exchange the pump for another. As a result, the rn exchanged the pump, and is able to get an artifact free ECG on the second pump. There was no report of patient complication or serious injury and death.